Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the gtin is not available for the device involved in the event, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. One needle suture combination in four pieces outside its foil packet that belongs to product code vcp122, lot ar4556. During the visual inspection of the suture pieces, fraying suture could be observed on the strand. The ends of the suture piece were noted to be broken and elongated. In addition, the needle was examined and the swage and attachment area were found as expected. The product code vcp122 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: please find attached the answer from dicosa sales team. -were there any patient consequences? If yes, please describe. R/ no. -it was reported that "...surgery was done in which they used the suture *(removed)..." -was the suture removed in a reoperation procedure? R/ no. -was reoperation necessary to remove the suture and re-close the wound? R/ no. They finished the procedure with another suture. -it was reported that "...(it was in poor condition)..." Please provide details. R/ 3 eaches of suture was in bad condition from box, they are going to send it for our analysis. -any photos available for visual analysis? Yes, attached. -please confirm the number of devices for product return and provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.r/ three eaches of suture, the shipment was not sent it at this moment from honduras. -please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). R/ maria salmeron nurse & sales rep of dicosa. 5 images were attached to file as additional information: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Can you identify the product code of the product that was used? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that today again 1 suture (removed) was in poor condition, it broke in surgery. There were no adverse consequences reported. Additional information was requested.